Event description:
It was reported that the lead safety switch (lss) had been triggered for the system with this right ventricular lead, due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Additionally, myopotential noise and elevated threshold measurements were observed. The physician reprogrammed the device back to bipolar configuration and no noise was observed, and impedance measurements were within range. The physician left the device in bipolar sensing and unipolar pacing. A (B)(6) technical services consultant documented the reported clinical observations. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).